Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the patient line. The customer's blood glucose (bg) level was elevated and was between 250-350 mg/dl. The high bg was corrected by delivering a bolus. Customer was able to successfully remove air bubbles.